Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged sensor board. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of preventative maintenance. Visual inspection and power on self-testing were performed. During power on self-testing, the device would not power on and the damaged sensor board was identified. The cause of the condition could not be determined. To correct the condition, the device was removed from service. Should additional relevant information become available, a follow-up MDR will be submitted.